Event description:
Emt's responded to a person described as in full cardiac arrest. They connected the device to the pt and pressed the analyze button. The device advised a shock and charged up. According to the rptr, when the "shock" button was pressed, the device alarmed, a svc icon displayed on the screen and it would not deliver a shock to the pt. The pt was transported to the hosp but the pt was not resuscitated.